Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it is reported in a journal article that two patients experienced wound infection after implantation of a znn nail system which healed without additional surgery. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using rmw: adverse body reaction due to micro motion between components leads to patient exposition to metallicparticles => possible, it is unknown if the infection was due to micro motion resulting in metallic particles in patient body. However, due to the fact, that the patients did not undergo any additional surgery, we assume the mentioned root cause as unlikely. Patient exposed to biological contaminants due to implant design features lead to failure of sterilization process. => not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Patient exposed to biological contaminants due to unsterile implant due to inadequate packaging or packaging failure => not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Adverse body reaction due to manufacturing residuals. => possible. The DHR of the product could not be reviewed as no reference or lot numbers were provided. However, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Corrosion product enter wound and can cause adverse body reactions due to corrosion products release from implant. => not possible. All zimmer biomet products are manufactured according to product specification. Due to the fact, that the patients did not undergo any additional surgery, we assume the mentioned root cause as not possible. Non-biocompatible material enter wound and can cause adverse body reaction due to device and/or packaging material not biocompatible => not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Non-biocompatible material enter wound and can cause adverse body reaction due to device and/or packaging material contains additives. => not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Non-biocompatible material enter wound and can cause adverse body reaction due to leakage of substances which are cytotoxic. => not possible. As no complication during the surgery was reported, we don't assume the mentioned root cause as possible. Exposure to substances of very high concern can cause adverse body reaction due to leakage of substances of very high concern. => not possible. As no complications during the surgery were reported, we don't assume the mentioned root cause as possible. Contaminated device will be used due to packaging is defective due to wrong transportation conditions. => possible. The transportation condition is outside of zimmer biomet control. However a defective packaging would have been detected at the hospital prior to use. -contaminated device will be used due to packaging is defective due to inadequate storage/handling conditions. => possible. It can be possible that the device was defective due to inadequate storage/handling. However, storage in the hospital is outside of zimmer biomet control. Contaminated device will be used due to unindented unwrapping of device packaging. => possible. It can be possible that the device was unwrapped unintended in the hospital, which is out of zimmer biomet control. Patient exposed to biological contaminants due to explanted implant is used for new implantation surgery. => possible. It is possible that the explanted implant is used for new implantation, which is not in zimmer biomet control. Patient exposed to biological contaminants due to devices are processed not as indicated. => possible. It is unknown how the device was processed in the hospital. This is out of zimmer biomet control. Conclusion summary: as no reference and lot numbers were provided, the sterilization protocol of the device could not be reviewed. However, the gamma sterilization specification of the device certifies the suitability of sterilization. No documentation was received for investigation. The sterility processes and handling of the devices in the hospital is unknown and out of zimmer biomet control. In conclusion, the infection healed without any additional surgical intervention, therefor it is unlikely that a disadvantageous product design favored or contributed to the infection. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that two patients were implanted an unknown znn cmn nail trauma implant on an unknown side (exact date not reported) and wound infection was healed without additional surgery.